Manufacturer narrative:
The surgical video was sent to the company surgical manager. The following is a review of those details. First eye: the bubble appeared due to vertical gas break. The reasons is too much water between the cornea which may mean a thin flap. A thin flap is easy to break with pressure created by a bubble. The company service representative examined the system and was not able to confirm or replicate any system nonconformity. There was no problem found with the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to too much fluid being applied to the patient interface. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported suction loss on a patient's right eye during the end of a flap creation procedure. Flap could be lifted up easily from the base. However, the side cut was not complete from one to two o'clock position. Procedure was complete manual with a knife. Upon follow up, suction loss was occurred at the end of the surgery. Side cut was not completed at the area of one-2two o'clock position. The event was resolved by completing the side cut with a knife. There are two related reports for this facility. This report addresses the patient's two's right eye and another manufacturer report will be filed for the fellow patient's eye.